Event description:
A customer reported that during surgery the equipment displayed a system message and froze. The footswitch was exchanged and the surgery was completed after a 20 minute delay. There was no harm to the pt reported.

Manufacturer narrative:
The company rep examined the system and found bent pins in the footswitch power cable resulting in a misconnection. The company rep realigned the pins and reseated the power cable. The system was then tested and met all product specs. The root cause of the reported system message was a nonconforming footswitch cable in which the pins had become bent. (B)(4).